Manufacturer narrative:
Product event summary: the device was not returned for analysis, however, performance data collected from the device was received and analyzed. Analysis of the device memory indicated oversensing due to electromagnetic interference/noise. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the implantable cardiac monitor (icm) detected a false episode of tachycardia due to noise, which was thought to have possibly been due to magnetic resonance imaging (MRI). The icm was explanted. No patient complications have been reported as a result of this event.